Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the right atrial lead exhibited high impedance, and the wire couldn't be inserted into the lead completely. The lead was removed and replaced. No adverse consequences were reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.